Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets had been overfilled causing the lid not to open. A field service engineer (fse) addressed customer reported multiple cubie pocket failures on the station. The fse verified that the diagnostics tool did not display any micro errors and confirmed that software patches had already been implemented. The fse identified that several cubie pockets were overfilled, preventing the lids from opening properly. The fse reconfigured the pockets and removed excess medications to resolve the issue. The fse confirmed that all previously failed pockets were operational, and the customer was able to access and inventory the pockets without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubies were failed and drawer required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.